Event description:
It was reported that during the use of the pump, a 'high pressure' alarm went off. No occlusion in the catheter was observed. No patient injury reported.

Manufacturer narrative:
No lot/serial number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.